Event description:
Related manufacturer reference numbers: 1627487-2019-06229, 1627487-2019-06230, 1627487-2019-06231. It was reported that the patient experienced ineffective stimulation. The patient reported that the system was not providing adequate relief regardless of therapy strength or program. Impedances were checked and all contacts except one were high. The one contact that was not high showed low impedance. The patient underwent surgical intervention where the two leads and ipg were replaced. Effective therapy was restored post operation.